Event description:
It was reported that on 1/26/2006, clinician was tunneling catheter & guidewire was introduced via right jugular vein the "wrong way". Venous jugular puncture was performed without difficulty & good flow obtained. Wire was inserted into needle & some resistance was encountered which consequently "s est amandee" & it was possible to continue inserting the wire. Throacis x-ray showed multiple knots at flex tip of guide wire. Attempt made to withdraw wire but it became trapped. An echographic exam gound tip of wire was outside vascular lumen and in the profound subcutaneous plane between the trachea and carotid. Wire was removed surgically later on. There were no associated pt complications reported.